Event description:
It was reported that upon full deployment of a transcatheter valve, both outflow paddles were visibly released from the delivery catheter system (dcs). Upon withdrawal of the dcs, the valve dislodged. A new valve was loaded twice into two new dcs's; however, both dcs's were defective and the procedure was aborted. It was reported that a 30 minute procedural delay occurred due to the dislodge. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012449282); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0012421128); product type: 0195-heart valves; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1. B2. B5. Third paragraph added h1. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon full deployment of a transcatheter valve, both outflow paddles were visibly released from the delivery catheter system (dcs). Upon withdrawal of the dcs, the valve dislodged. A new transcatheter valve was loaded twice into two new dcs's; however, both dcs's were defective and the procedure was aborted. It was reported that a 30 minute procedural delay occurred due to the dislodge. No patient complications were reported as a result of this event. Additional information was received that left carotid access was used for the procedure and no pre-implant balloon dilation was performed. The valve was implanted into the native annulus using cuspal overlap technique and slow deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. The valve dislodged aortic to an unintended suboptimal position sitting just below the right subclavian. When attempting to load the second valve, both dcs were kinked where the valve is loaded and would not allow advancement of a wire. The physicians decided to stop the procedure since the patient was stable. Additional information was received which confirmed that the second and third dcs would not allow advancement of the guidewire. Additionally, the valve was functioning in the suboptimal position; however, further unspecified treatment was planned.

Manufacturer narrative:
Updated: b5, h6. Corrected: d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon full deployment of a transcatheter valve, both outflow paddles were visibly released from the delivery catheter system (dcs). Upon withdrawal of the dcs, the valve dislodged. A new transcatheter valve was loaded twice into two new dcs's; however, both dcs's were defective and the procedure was aborted. It was reported that a 30 minute procedural delay occurred due to the dislodge. No patient complications were reported as a result of this event. Additional information was received that left carotid access was used for the procedure and no pre-implant balloon dilation was performed. The valve was implanted into the native annulus using cuspal overlap technique and slow deployment. Prior to slowly withdrawing the dcs, the nose cone was centered within the frame inflow by slightly retracting the guidewire. The valve dislodged aortic to an unintended suboptimal position sitting just below the right subclavian. When attempting to load the second valve, both dcs were kinked where the valve is loaded and would not allow advancement of a wire. The physicians decided to stop the procedure since the patient was stable.